Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a 2008t machine did not remove ultrafiltration (uf) during a patient's hemodialysis (hd) treatment. The clinic manager (cm) confirmed the reported event during follow-up. The cm stated that a patient completed hd treatment with a 4-hour runtime without having any uf pulled. The patient weighed 60.1 kg prior to treatment and the machine was programmed to remove 2600 ml for a desired weight loss of 2.6 kg however the patient gained 2.5 kg and weighed 62.6 kg post treatment using the same scale. There were no machine alarms. The cm could not confirm whether the uf function was turned off or whether the up/down arrows were used to manually adjust the uf goal and treatment time. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was placed on a second machine where they dialyzed for an additional hour and had 2l of uf pulled. Additional information was requested, however a response was not received. It was not clarified whether the patient had anything to eat or drink during treatment that would have contributed to their weight gain. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst ran the machine in dialysis mode and performed a uf check and was unable to duplicate the reported issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation was unable to confirm the cause of the reported problem.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a 2008t machine did not remove ultrafiltration (uf) during a patient's hemodialysis (hd) treatment. The clinic manager (cm) confirmed the reported event during follow-up. The cm stated that a patient completed hd treatment with a 4-hour runtime without having any uf pulled. The patient weighed 60.1 kg prior to treatment and the machine was programmed to remove 2600 ml for a desired weight loss of 2.6 kg however the patient gained 2.5 kg and weighed 62.6 kg post treatment using the same scale. There were no machine alarms. The cm could not confirm whether the uf function was turned off or whether the up/down arrows were used to manually adjust the uf goal and treatment time. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was placed on a second machine where they dialyzed for an additional hour and had 2l of uf pulled. Additional information was requested, however a response was not received. It was not clarified whether the patient had anything to eat or drink during treatment that would have contributed to their weight gain. No parts were returned to the manufacturer for a physical evaluation.